Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Alleged failure: moisture in camera lens. [Update - the moisture could not be wiped away as it was internal moisture. Replacement 1688 was used to complete the procedure. It was a quick swap] the failure(s) identified in the investigation is consistent with the complaint record. Root cause: missing front enclosure window was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.